Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. During troubleshooting with tandem technical support drops of insulin were seen exiting the tubing. Reportedly, air bubbles were seen throughout the tubing. Air bubbles were primed out and insulin delivery was successfully resumed. In addition, it was noted that the pump am/ pm time settings were inaccurate. Customer had elevated blood glucose (bg) levels (501 mg/dl), and moderate ketones. Customer delivered a manual injection to address elevated bg levels.